Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 408 mg/dl at the time of incident and the current blood glucose of the patient is 121 mg/dl. Customer reported other blood glucose value was 57 mg/dl. The customer experienced symptoms such as weakness, achiness, trouble walking, mind issues and inability to follow simple demands. Customer "report" customer did not allege pump was over delivering. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The product will not be returned for analysis.